Event description:
The customer reported generation of erroneous low ion selective electrode (ise) patient results and low anion gaps on their dxc 600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics, and the exact number of patient samples affected is unknown.

Manufacturer narrative:
A beckman coulter technical support (cts) specialist assisted the customer over the phone troubleshoot. The cts reviewed calibration data and advised customer to perform maintenance. However, this did not resolve the issue and customer requested service. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the instrument. The fse inspected the instrument and determined that the carbon dioxide (co2) membrane and carbon bridge had to be replaced. Due to multiple hardware/component interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the co2 membrane and carbon bridge which resolved the issue. System performance was verified. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is case-(B)(4).